Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose. Mother stated that the customer received a no delivery alarm on (B)(6) 2015. They called and found the cannula was bent so they changed the infusion set site to the leg but blood glucose went from the 300 mg/dl range to 533 mg/dl at the time of the call. They were unable to troubleshoot and mother stated she would be taking the customer to the urgent care to get syringes for back up plan.